Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze and odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze and odor/smells issue for the sterrad® nx sterilizer was reviewed within the past six months from open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the smoke/haze and odor/smells issue is likely due to the vacuum pump. The field service engineer replaced the part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump was replaced to resolve the smoke/haze and odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of smoke/haze and odor/smell emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to evacuate the room, power down the unit, and follow their facilities policies and procedures. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.